Manufacturer narrative:
(B)(4).

Event description:
Procedure: acute laparoscopic appendicitis. According to the reporter: the surgeon used the multifire endo gia stapler to staple the appendix. When he fired the instrument, he discovered that no staples had formed but the knife had cut the tissue. The surgeon loaded the multifire endo gia with another sulu and stapled again, this time with normal result. Post-operative, the patient had infections due to this operation.